Event description:
It was reported that this lead was unable to be successfully implanted as the tip of the lead broke off. The lead was replaced and another lead was successfully implanted. No additional adverse patient effects. The lead is expected to be returned for analysis. There is no further information at this time. Further information was requested.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this lead was unable to be successfully implanted as the tip of the lead broke off. The lead was replaced and another lead was successfully implanted. No additional adverse patient effects. The lead is expected to be returned for analysis. There is no further information at this time. Further information was requested; however, no additional details have been provided by the clinic. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspections of the terminal pin assembly, lead body, and electrode tip confirmed the tip of the lead is not broken, however; it is observed to be bent. This type of damage is determined to be consistent with likely handling damage during implant. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead was unable to be successfully implanted as the tip of the lead broke off during the procedure. The physician mentioned that the lead was already bent in the packaging. The lead was replaced and another lead was successfully implanted. No additional adverse patient effects. The lead is expected to be returned for analysis. The lead was returned for analysis.

Event description:
It was reported that this lead was unable to be successfully implanted as the tip of the lead broke off during the procedure. The physician mentioned that the lead was already bent in the packaging. The lead was replaced and another lead was successfully implanted. No additional adverse patient effects. The lead is expected to be returned for analysis. The lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.